Manufacturer narrative:
G4:08feb2021. B4:26apr2021. The authorized service engineer (ase) replaced the front bezel per nav-ring to address the nav-ring issue. The power management board replacement was for the field change order service. The issue was discovered during the annual preventative maintenance. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The biomed is reporting the v60 nav-ring is not moving. The customer contacted product support and requested for service repair. The customer is requesting for nav-ring fco. Paging to field for implementation of replacing the v60 front bezel. The customer reported that the unit was not in use on a patient. Per biomed it was found during annual performance verification. There was no specific complaint from the end-user. The customer would like to schedule the pm board recall on the same visit.